Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had unspecified injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2016) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that on (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol ventralex st. It is alleged that on (B)(6) 2018, the patient had unspecified injuries related to a defect in the ventralex st, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2017- patient was diagnosed with large umbilical ventral hernia thereby underwent open repair with implant of ventralex st mesh. Per op notes, ¿a large ventral umbilical hernia was identified and dissected. A ventralex st mesh was sutured circumferentially¿. On (B)(6) 2018- patient was diagnosed with paraumbilical indurated mass, thereby underwent laparoscopic repair. Per op notes, ¿adhesions of omentum to the inferior umbilical area were lysed. An indurated mass was identified and excised¿. On (B)(6) 2018- patient was diagnosed with wound infection, thereby underwent open repair with explant of ventralex st mesh. Per op notes, ¿a deep subfascial abscess with the mesh around it. The ventralex st mesh was excised and sutured¿.

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had unspecified injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol ventralex st. It is alleged that on (B)(6) 2018, the patient had unspecified injuries related to a defect in the ventralex st, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."